Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and was therefore not adversely impacted. The customer was instructed by technical support to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully, and then assisted in loading a new cartridge. The issue was resolved, and the customer was able to resume insulin therapy successfully.